Event description:
It was reported that a malfunction occurred on the customer's pump, specifically noted as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days to avoid being billed and was sent a replacement pump with updated software. Customer acknowledged the need to program their settings and connect their cgm to the new pump if necessary, and tandem technical support confirmed the shipping address for the replacement pump.